Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the tube was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube was deformed.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for deformed stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the tube was deformed. The following information was provided by the initial reporter, translated from japanese to english: the tube was deformed.